Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's sister reported that on (B)(6) 2013 customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported customer had felt fine, but then experienced a loss of consciousness and due to the meter not turning on, they could not check his glucose status. Paramedics were called, checked his blood pressure and transported him to a local healthcare facility. Customer was diagnosed with hyperglycemia and a "stroke", was treated with an unspecified amount of insulin and given an unspecified "pill". Caller did not know what additional treatments may have been rendered at the facility. Customer was still in the hospital at the time of the call to customer service on (B)(6) 2013. There was no report of death or permanent injury associated with this event.